Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 42 mg/dl and 86 mg/dl, and 52 mg/dl and 92 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.